Event description:
The customer reported that they were hospitalized for high bgs two weeks before the call. The customer stated they had episodes of low bgs earlier. The customer indicated that they have no changes in the physical activity or other reasons for low bgs. Bgs came back to normal. Troubleshooting was performed. The device passed the functional testing. The customer mentioned that they had a delay in response on two different occasions a week ago.